Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two unspecified mentor smooth gel implants and experienced postoperative right-sided capsular contracture and suffered several unexplained systemic symptoms, including physical problems, gum problems, and dryness of the mouth, cough (started in 1995), difficulty breathing (started in 2002), and diagnosed with pulmonary embolism (unknown year). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants in 2004. The implants were discarded and are not available for evaluation. This report is for the right prosthesis.